Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that the lifevest was aggravating the patient's skin causing it to bleed. The patient reportedly has a pre-existing condition with thin skin in which 'anything that touches the skin will cause bleeding'. The patient reportedly was already taking methotrexate for the condition. Follow up indicated that the areas on the skin were still an issue. The patient was expected to receive an ICD. The final medical outcome is unknown.